Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states user was driving chair down his driveway (concrete) and the chair started shimmying and the rear pivot assembly came off the left rear side. Dealer states this was most likely user error or something user did. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.